Event description:
It was reported that during an ablation procedure involving the device, a faulty antenna was identified when the temperature alarm continued to trip. Continuous air bubbles were observed in the reservoir of the faulty antenna, and a leak within the tubing was noted, causing air bubbles and insufficient cooling of the antenna. Multiple troubleshooting actions were performed, including switching out the generator, pump, reusable cable, and saline bag, but the issue persisted until a second antenna was used, which functioned without temperature alarms. The ablation procedure was completed successfully using the replacement antenna. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.